Event description:
It was reported that during a coronary stenting treatment procedure, balloon rupture occurred. The 90% stenosed target lesion being treated was located in the moderate tortuous and severely calcified proximal left anterior descending (lad) to mid lad. A non-bsc balloon catheter was attempted but was unable to cross the lesion. A 1.75mm rotablator was used for rotational coronary atherectomy. The physician attempted using a 2.25x15mm apex balloon to the lesion. During the 1st inflation at 8 atmosphere, the balloon ruptured. The procedure was completed with another device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a coronary stenting treatment procedure, balloon rupture occurred. The 90% stenosed target lesion being treated was located in the moderate tortuous and severely calcified proximal left anterior descending (lad) to mid lad. A non-bsc balloon catheter was attempted but was unable to cross the lesion. A 1.75mm rotablator was used for rotational coronary atherectomy. The physician attempted using a 2.25x15mm apex balloon to the lesion. During the 1st inflation at 8 atmosphere, the balloon ruptured. The procedure was completed with another device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - an examination of the balloon identified a longitudinal tear in the balloon material. The tear stretched from the proximal edge of the proximal markerband to the proximal edge of the distal markerband and measured approximately 14mm in length. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have resulted in the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)